Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during preparation outside of the patient, the device failed to bow. Upon inspection, it was noted that the cutting wire was twisted around the tip preventing it from bowing. The procedure was completed with another ultratome sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."based on the evaluation findings, which indicate that the extrusion and cutting wire were bent and the cutting wire did not bow as intended (misaligned), this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age.(B)(4).a visual examination of the returned device found that the tip was twisted approximately 270º starting at the proximal paint band. The extrusion was kinked at approximately 3 cm from the distal end. The cutting wire was bent and misaligned. During a functional evaluation of the device, a .035" jagwire was inserted through the device tip, through the kinked area, and out the guidewire luer without issue. A second functional evaluation found that the device met the minimum bowing specification; however, the bowing was to the right and not in plane due to bent wire and twisted tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The most probable root cause classification is undeterminable.